Event description:
It was reported that the patient presented to the emergency department due to self-reported implantable cardioverter defibrillator (ICD) shock which was later determined to be from atrial tachycardia. Upon interrogation there were no recorded events and no evidence of device therapies. The patient was planned for a formal ICD evaluation and transthoracic echocardiogram (tee). Tte results showed normal-sized left ventricle, moderate left ventricle hypertrophy, and severely decreased left ventricle systolic function (ejection fraction 15 ± 5%). Left ventricle diastolic function was not evaluated due to left ventricular assist device (lvad). The right ventricle was dilated with mildly decreased function. There was moderate severe tricuspid valve regurgitation, and moderate aortic valve regurgitation. The patient did not experience symptoms. Amiodarone dosage was increased for 14 days before resuming lower daily dosage. The patient was discharged back to rehab facility on (B)(6) 2022.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(4), and the reported implantable cardioverter defibrillator (ICD) shock could not be conclusively established through this evaluation. The patient remained ongoing on heartmate 3 left ventricular assist system (lvas), serial number (B)(4). The relevant sections of the device history records for (B)(4) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 20dec2021. The heartmate 3 left ventricular assist system instructions for use lists cardiac arrhythmia as an adverse event, as well as a potential late postimplant complication that may be associated with the use of the heartmate 3 left ventricular assist system. ¿patient care and management¿ lists arrhythmia as a potential late postimplant complication that may be associated with the use of heartmate 3 lvas. The IFU, ¿surgical procedures¿, warns that moderate to severe aortic insufficiency must be corrected at the time of device implant. If not addressed, the lvad will not be able to provide the intended flow. No further information was provided. The manufacturer is closing the file on this event.